Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited an abrupt change in impedance, sensing and threshold measurements. An x-ray was performed which indicated the lead had dislodged. An invasive procedure was performed and this lead was successfully repositioned. No additional adverse patient effects were reported.